Manufacturer narrative:
The lead was returned with no complaint reported event. As received, a partial lead was returned in two pieces for analysis. Electrical testing did not find discontinuities but found internal shorts between conductors due to the twisted coils consistent with procedural damage. Visual examination found an external insulation abrasion breaching the outer insulation at 9.3cm to 10.6cm from the distal tip consistent with friction to device can. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.